Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the issue was their device. As soon as they could get it turned off the pain and vibrations stopped a day later. When asked what steps were taken to resolve the issue they decided to leave the device off. The issue had not yet been resolved.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel dysfunction. It was reported that the patient was experiencing constant vibration down their entire leg up into groin area for the past 3-4 days and they were not sleeping at night. Patient confirmed they had not made any recent adjustments to therapy. Patient stated they called their healthcare provider (hcp) and were told to call the manufacturer. Agent walked patient through connecting to their ins. Patient turned therapy off during the call, but said they were still experiencing the vibration. Patient services reviewed to follow up with hcp if vibration continued with ins turned off.